Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00367 follow up 1: screw 1; 3025141-2019-00376: plate; 3025141-2019-00377: screw 2; 3025141-2019-00379: screw 4; 3025141-2019-00380: screw 5; 3025141-2019-00381: screw 6; 3025141-2019-00382: screw 7; 3025141-2019-00383: screw 8.

Event description:
Eight cortical screws and a aculoc vdr plate were implanted on (B)(6) 2019. During a post op visit, x-rays were taken and an unidentified object was seen. The screws and plate were removed on (B)(6) 2019 but all of the object could not be removed. Almost all of the thread on the screw was sheared off.